Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that white particulate matter was identified in the tubing of a uv flash transfer set. The lumen was said to be banded by the particulate. This issue was identified during use with patient involvement. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A visual inspection was performed with the naked eyed white residue inside the tubing was noted. The white residue compared to defect library has similar characteristics and is identified as fatty acid (likely calcium stearate) calcium carbonate and a small amount of a carbonyl-based material. The reported condition was verified. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.